Event description:
The device was used during a left colectomy procedure. It was reported by the affiliate that the anvil of the instrument is broken. There was no consequence to the pt. Add'l info received on 2/14/97. It was clarified that the blue trocar was broken when the surgeon took it took.